Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, there was a kinked stent. Prior to the procedure, the physician discovered that the taxus express2 3.5 x 12 mm drug eluting stent was kinked. The procedure was completed with another of the same device. There were no reported pt complications.